Event description:
The customer alleged that there was no audible alarms heard. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and found a loose connection in the utility panel harness, that connects to the power switch. The npb cse reconnected the harness to the power switch. The unit passed extended self testing. It is not verified that the alarm itself malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.